Manufacturer narrative:
(B)(4). A follow up MDR will be submitted when the investigation is completed. This report is being filed on an international product, list number 7k78 that has a similar product distributed in the us, list number 6c21.

Event description:
The account stated that the architect b-hcg reagent has generated a false positive result. The initial result was positive, the sample was then tested by savonnette method and was negative. There was no adverse impact to patient management reported.